Event description:
The account generated a architect total psa result of 44.20 ug/l on a male patient who had been diagnosed with prostate cancer one year ago. The patient had a previous psa of 3.4 ng/ml at another laboratory utilizing the roche platform. A second sample was obtained and tested with the following results: architect total psa 66.217 and 65.412 ug/l; architect total psa (with dilution protocol) 56.358, 54.35 and 56.34 ug/l; free psa 0.663 ng/ml; and cpsa 3.37 ng/ml on the centaur (siemens). A third sample was collected and tested architect total psa 5.476 ug/l and negative on the following tumor markers: ca19-9, cea, ca 15-3 and ca 72-4. The attending urologist indicated the patient had clinically deteriorated; the patient recently underwent a radical prostatectomy and now has multiple metastases, both skeletal and liver and most likely prostate secondaries, as well as, receiving chemotherapy. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect total psa, list 7k70, that has a similar us product distributed in the us, architect total psa, list 6c06. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) - PMA/510k updated to na. Evaluation method - the investigation performed also included: tracking/trending, device history review, review of release testing results and review of customer data. Evaluation results: based on an evaluation of the reagent lot used by the customer, no deficiency was identified. The performance of the reagent lot 68228lf00 was examined using an in-house retained reagent kit of the lot number under investigation and in-house serum based samples. The serum based panel samples used represent a serum sample with uncomplexed psa and the other panels used represent serum samples containing psa complexed to the serine protease inhibitor, alpha-1-antichymotrypsin. These serum based samples were tested to confirm appropriate recovery of both free and complexed psa using the architect total psa reagent lot 68228lf00. Results obtained using serum based samples containing complexed psa and free psa were within the expected values and passed acceptance criteria. The test results generated for each serum based sample confirmed appropriate recovery for both complexed and free psa using the reagent kit, indicating that architect total psa reagent lot 68228lf00 is still meeting its performance specification. The investigation team received three tubes containing patient sample from the customer for investigation. These samples were ran using the in-house technical sample for 7k70-30, lot 68228lf00 on the architect instrument. The following results were obtained: smp1: 67.272ng/ml and 66.741ng/ml; smp2: 6.192ng/ml and 5.755ng/ml; smp3: 57.53ng/ml and 49.768ng/ml. These results are in line with the values observed by the customer using 7k70-30, lot 68228lf00. As the returned customer samples were unclearly labeled, the cause for the decrease in total psa concentration could not be fully assessed, also further information with regard to the patient medications would be required to aid in further investigation. Review of the data regarding dilution protocol sent by the customer was completed and it suggested that interference was not a factor in the discrepant results observed between the different assays as linear results were observed between neat and diluted samples. The patient in question had been diagnosed with metastasis and was undergoing treatment for prostate cancer following a radical prostatectomy and as confirmed by the urologist in the complaint text, following recent clinical deterioration, the patient had a psa result of 3.4ng/ml (roche) and 44ng/ml (abbott) suggesting disease recurrence. Clinically the patient now has multiple metastases (both skeletal and liver), most likely prostate secondaries. Abbott medical (B)(4) reviewed this complaint and stated the following: "in this case, both abbott and competitors assay results for psa are in agreement with the clinical finding of tumour recurrence. Monitoring should be performed with the method that correlates closest with clinical signs." In addition to the investigation testing, a review was performed of the testing data generated during in process testing and by the quality control laboratory prior to approving this lot of reagent for sale to our customers. No anomalies were reported and all kit release specifications were met. Review of complaint records show no trend for this reagent lot. The results of this investigation demonstrate that the architect total psa reagent lot in question (7k70-30, lot 68228lf00) is performing within its intended use, label claims and specifications. No product deficiency was found. The customer is instructed to refer to the warning section of the architect total psa package insert (B)(4), which states: "the concentration of total psa in a given specimen, determined with assays from different manufacturers can vary due to differences in assay methods and reagent specificity. Values obtained with different assay methods including abbott psa assays cannot be used interchangeably. If, in the course of monitoring a patient, the assay method used for determining total psa levels serially is changed, additional sequential testing should be carried out. Prior to changing assays, the laboratory must confirm baseline values for patients being serially monitored". Abbott therefore does not claim correlation with any other manufacturer. Different assays use different antibodies and different methodologies to capture the analyte and therefore will differ in specificity and sensitivity. Methods, which use monoclonal antibodies to analyze total psa concentrations, involve the use of "sandwich" techniques in which one monoclonal antibody captures the antigen (psa) at one epitope and another, labeled, monoclonal antibody attaches to a different epitope. These methods may differ from each other depending upon the selection of monoclonal antibodies and the distribution in the general population and in the standards selected of the epitopes for which the monoclonal antibodies are specific. This is a final report.